Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assessment was performed on the device which found that it met all manufacture's specifications. Therefore, an assignable root cause was not determined.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery during pre-testing , it was observed that the motor device would not "spin". There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.